Event description:
It was reported that customer experienced repeated problems over about two weeks with multiple cartridges from same box, where cartridge o-ring came off and cartridges were loaded onto pump and used for insulin delivery. There was no reported impact to customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged replacement cartridges through return process, with no further information expected.